Event description:
Hospital ambulance personnel attended to a person diagnosed in ventricular fibrillation. An attempt was made to administer a shock to the pt using the device. The device allegedly failed to discharge. A backup semi automatic defibrillator was made available and used to convert the pt's arrythmia. The pt's outcome was not reported.

Event description:
Hosp emergency room personnel attended to a person diagnosed in cardiac arrest. An attempt was made to administer a shock to the pt using the device. The device allegedly failed to discharge. The pt's outcome was not reported.